Event description:
It was reported that the extractor basket of a ncircle tipless stone extractor could not be fully closed. This was noted by the nurse before providing the device to the surgeon; prior to patient contact. Another extractor of the same lot number was opened for use and it was able to close and retracted back the sheath fully. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that the extractor basket of a ncircle tipless stone extractor could not be fully closed. This was noted by the nurse before providing the device to the surgeon; prior to patient contact. Another extractor of the same lot number was opened for use and it was able to close and retracted back the sheath fully. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test was also conducted. The customer returned one ncircle tipless stone extractor to cook for investigation. The returned device was found to have a basket that would not fully close. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. The product IFU provided the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. The returned device was found to have a basket that would not fully close. The handle was disassembled by the investigator, and it was observed that the black collet knob was difficult to remove and was damaged. When assembled, the collet knob puts pressure on the brass collet to clamp down on the basket assembly providing a connection between the basket assembly and the handle. It is likely the damage to the collet knob was preventing the basket from fully closing. All devices are inspected for proper function multiple times during manufacturing and quality control checks, making it unlikely the damage was present when the device was manufactured. The cause for the damage could not be determined. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.